Event description:
The following was reported by a (B)(6) hospital representative: on (B)(6) 2010 - patient underwent open umbilical hernia repair with perfix plug mesh. On (B)(6) 2010 - patient treated with antibiotics for redness around incision site. On (B)(6) 2011 - patient treated with antibiotics for redness around incision site. On (B)(6) 2011 - patient underwent explant of perfix plug for continued redness and slight drainage.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The patient was placed on antibiotics for redness and subsequently underwent an explant of the perfix plug due to continued redness and slight drainage. Although there were no culture reports provided, the information provided indicates that the patient developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn.